Event description:
Respiratory therapist was paged to set up a bipap on patient in dialysis. He set up the system with no issues. He was paged by the rn in dialysis to give the pt a neb treatment. He responded to dialysis unit and at that time the bipap machince was working. He left to get equipment and upon returning noted the bipap had a black screen and was not ventilating. There was no alarm ringing.